Manufacturer narrative:
Date of the event (B)(6) 2016 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastrointestinal/ pelvic floor. Patient reported that the health care professional (hcp) moved/repositioned the ins from the left side to the right side, and implanted a bladder sling last year. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient clarified that the device was moved last year from the right side to the left side. The patient indicated the repositioning was due to lower back pain; patient experienced blood in urine related to device repositioning. No further complications are anticipated.